Manufacturer narrative:
Eval summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the green cable is completely broken in two separate pieces. There have been no pt consequences reported.